Event description:
User alleges that during use the tracheostomy tube was pretested successfully, however, during use tidal volume dropped and had to do an emergent tube replacement. The new tube was put in an no pt injury reported.